Event description:
It was reported that episodes of high ventricular rate (hvr) due to over-sensed noise leading to pacing inhibition on the right ventricular (rv) lead. The rv lead was extracted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, a complete lead with a stylet was returned in one piece. Visual inspection found an external insulation abrasion exposing the outer coil caused by friction to the device can, proximal to the suture sleeve tie impression. The cause of the reported event was, due to the exposure of the outer coil at the abrasion zone. Consistent with friction to the device can.